Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions.

Manufacturer narrative:
(B)(4). The post market surveillance department reviewed received medical records. The clinical investigation results are as follow: medical records do not contain a death certificate or autopsy for review. Medical records do not contain hospital progress notes, a history and physical, treatment records, discharge notes or physician orders for review. Medical records do not reveal the cause of patient¿s incarcerated hernia. Medical records do not reveal when incarcerated hernia occurred or if the incarcerated hernia occurred pre or post peritoneal dialysis. Medical records do not reveal cause of patient¿s code. Patient was not receiving hemodialysis within four hours of patient¿s code. There is no documentation in the medical record that indicates a causal relationship between the patient¿s incarcerated hernia and the patient¿s peritoneal dialysis treatment and concomitant products. There is no documentation in the medical record that indicates a causal relationship between the patient¿s code and the patient¿s peritoneal dialysis treatment and concomitant products. Patient has a history of hypertension and hypertrophic obstructive cardiomyopathy that are comorbidities that can contribute to a code. The plant investigation is in progress. A supplemental medwatch will be submitted upon completion of the investigation.

Event description:
(B)(6) female patient began having nausea and vomiting on (B)(6) 2015. The patient was admitted into the hospital on (B)(6) 2015 and diagnosed with an incarcerated hernia and bowel obstruction and underwent emergency surgery. The patient was also diagnosed with hyperphosphatemia. Postop, the patient was taken to the floor with a nasogastric tube and her abdominal pain improved. Patient stated she performed peritoneal dialysis the night before her hospitalization on (B)(6) 2015. Due to the patient¿s surgery, the patient had a tunneled catheter placed and was started on hemodialysis on (B)(6) 2015. On (B)(6) 2015, patient received hemodialysis and tolerated it well and completed. On (B)(6) 2015, the patient had a hemodialysis treatment and tolerated it well. On the morning of (B)(6) 2015, the patient coded and was resuscitated and required intubation. Later on (B)(6) 2015, patient received hemodialysis. Medical records reveal patient was on a ventilator at the time of dialysis. Patient¿s dialysis started at 1825 and blood pressure was 156/77 and pulse 109. Patient¿s dialysis was stopped early at 1920 due to hypotension. Blood pressure was 64/41 and pulse 83. Blood was returned with normal saline. On (B)(6) 2015, the patient returned to treatment. Patient tolerated treatment well and completed treatment. Patient showed no improvement and family chose to have patient withdrawn from dialysis treatments and terminally extubated. Patient was extubated and expired at 13:25 on (B)(6) 2015. According to the peritoneal dialysis clinic, the patient was reported to have expired the day after her last hemodialysis treatment. No reports of any malfunctions with the machine.

Manufacturer narrative:
Corrected data: the initial MDR was submitted with an aware date of 1/8/2016 this is being corrected to 1/11/2016.